Event description:
On (B)(6) 2013, it was reported that an AED was deployed for a rescue attempt and that it advised that a shock be delivered on two occasions, however, when the shock button was pressed, it was reported that nothing happened. It was reported that the pt was transferred to another defibrillator and resuscitated.

Manufacturer narrative:
Method - the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Review of the device's electronic history file indicates that the device performed as designed and that the user powered off the device, possibly inadvertently. Based on these findings, this MDR is being filed for possible operator error. No AED malfunctions occurred, the AED performed as designed.